Event description:
It was reported by the service report that the head end brakes were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assemblies.